Event description:
The infusion pump was programmed for an insulin infusion on channel b of the device, and placed in a standby mode. When the clinician attempted to start the infusion, the pump malfunctioned with error code s421, subgroup 9, pump bolus overshoot. The malfunction caused a delay in care to a critical cardiac post-operative patient. The alarm history and event logs were reviewed by our biomedical department. Upon powering the device back on, the cassette was removed from channel b of the infusion pump. However, channel b would not close and could not be reset. The pump was sent to the manufacturer for analysis.prior to the recent recalls, we had reported several similar problems with error codes s321 and s421 which caused delays and interruptions in therapies. However, our pump inventory was swapped out and new software was downloaded to correct the issues we were previously reporting. To our knowledge, this is the first failure of this kind since our pumps were upgraded by hospira post-recall.

Event description:
The infusion pump was programmed for an insulin infusion on channel b of the device, and placed in a standby mode. When the clinician attempted to start the infusion, the pump malfunctioned with error code s421, subgroup 9, pump bolus overshoot. The malfunction caused a delay in care to a critical cardiac post-operative patient. The alarm history and event logs were reviewed by our biomedical department. Upon powering the device back on, the cassette was removed from channel b of the infusion pump. However, channel b would not close and could not be reset. The pump was sent to the manufacturer for analysis.prior to the recent recalls, we had reported several similar problems with error codes s321 and s421 which caused delays and interruptions in therapies. However, our pump inventory was swapped out and new software was downloaded to correct the issues we were previously reporting. To our knowledge, this is the first failure of this kind since our pumps were upgraded by hospira post-recall.